Manufacturer narrative:
Device not explanted.

Event description:
On (B)(6) 2017 a perceval size 25 mm valve was implanted via full-sternotomy. A concomitant coronary artery bypass graft was performed, in which two vessels were bypassed. Following the operation, the patient was diagnosed with av block iii. The event was not considered serious until medical evaluation on (B)(6), at which point a pacemaker was installed. The event was resolved following pacemaker implant.

Manufacturer narrative:
The complete manufacturing and material records for the perceval heart valve, model #icv1210, (B)(4), and nitinol stent were pulled and reviewed by quality engineering at livanova (B)(4) corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1210) perceval heart valve at the time of manufacture and release as the device was not explanted, no further investigation can be performed at this time. Based on internal review of this event, the relationship of the device to the identified conduction disorder was deemed to be unknown. The event was therefore reported in a conservative manner. Conduction disorders are common in patients with aortic valve diseases. As a result, it is common for patients to receive a permanent pacemaker implantation after aortic valve replacement. Risk factors include preexisting conducting disease and preoperative aortic regurgitation. (Dawkins et al., 2008). The range of pacemaker implantation for patients exhibiting conduction disease after aortic valve replacement is between 3 - 6 %. (Huynh et al., 2009). This event is therefore a known, inherent risk of the procedure; however, the root cause of this event remains unknown. Huynh h1, dalloul g, ghanbari h, burke p, david m, daccarett m, machado c, david s. Permanent pacemaker implantation following aortic valve replacement: current prevalence and clinical predictors. Pacing clin electrophysiol. 2009 dec;32(12):1520-5